Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator produced vibrations and stuttering sounds during expiration. No patient consequences were reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected infinity acs workstation cc was evaluated and the reported information was analyzed. Based on the symptom description and the logbook, it is likely that wear effects of the contacts in the plug of the flow sensor cable represent the root cause of the error. The flow sensor cable was not available for investigation. Expiratory flow measurement is used to control and monitor the ventilation. The failure of the flow measurement, e.g. Due to a defective sensor or contact problems with the connecting cable, can result in fluctuations and stuttering noises. If the set alarm limits are exceeded, the device alarms according to the specification. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.